Event description:
Medtronic received information that during the implant of this 33mm mosaic mitral valve, it was explanted and replaced with another device of the same size and model. The reason for replacement was reported as the wire broke during tightening of the cinch system, and stent post clutter prevented the valve from being implanted. The nurse used the valve as usual with the cinch system and just after tightening the system (not more than 1-2 mm) the wire broke. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 33mm mosaic mitral valve, it was replaced with another device of the same size and model. The reason for replacement was reported as the wire broke during tightening of the cinch system, and when attempted to be implanted, the stent post clutter prevented the valve from being implanted. The nurse used the valve as usual with the cinch system and just after tightening the system (not more than 1-2 mm) the wire broke. No additional adverse patient effects were reported.